Event description:
It was reported that the lower jaw of the micropituitary was broken off during surgery. The broken piece was able to be retrieved. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.